Event description:
User facility reported "a few days" following a novasure endometrial ablation (date unk) the pt was admitted with cramping. During f/u in 2009, the physician reported the cavity integrity assessment (cia) test passed and the ablation completed in approximately 110 seconds. On post hysteroscopy, there was "good uterine distention", the uterine cavity was ablated, and there was "no evidence of a perforation". The pt was discharged home. The physician reported the pt returned to the hosp approximately 24 hrs later with "severe abdominal pain and low grade fever". An abdominal x-ray and computed tomography (CT) scan was suspicious for a uterine perforation. The pt was taken to the or for a laparoscopy. "A 2-3mm uterine perforation" was seen at the fundus with "a 2-3cm circumscribed area of serosa with cautery effect". No bowel injury was noted. An exploratory laparotomy with supracervical hysterectomy was then performed. The pathology report "did not mention the perforation" but there were "histological signs of uterine infection". The pt was discharged home on the second post-operative day and has subsequently done well.

Manufacturer narrative:
Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as identification #s were not provided by the complainant. The complainant indicated the device has been disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant info is received, a supplemental report will be filed.